Manufacturer narrative:
The reported defective device was returned on (B)(6) 2010. An investigation into the root cause for this incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported by the end user in the (B)(6), during an ablation of the right great saphenous vein, the laser fiber retracted into the sheath and burned through the sheath 4cm from the tip. The physician was able to successfully retrieve the severed piece of sheath. No further harm was reported to the pt.